Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to tnt leaks as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text : see h.10

Event description:
It was reported that leakage occurred during use with a bd vacutainer® 9nc 0.109m plus blood collection tubes. The following information was provided by the initial reporter, "during use, it was found that (B)(4) ea tube inter layer leakage of blood, to replace the tube in time."

Manufacturer narrative:
Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® 9nc 0.109m plus blood collection tubes. The following information was provided by the initial reporter, "during use, it was found that 1 ea tube inter layer leakage of blood, to replace the tube in time."